Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the operation room (or) staff contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report a repeated 32100 error on arm 2. The or staff stated they power cycled the system, but issue remained. The tse viewed system event logs and confirmed error pointing to distal set up joint (suj) 2. The tse recommended hard cycling and emergency power off (epo) of the patient side cart (psc) but error returned. The tse asked caller if they could continue with 3 arms, but the caller stated no. The tse then recommended swapping out the psc, but caller stated that they were unable to. The tse asked to try another hard cycle, but staff elected not to. The or staff will disable arm 2 and continue with 3 arms. The procedure was completing as planned with no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that the procedure was completed robotically using 3 arms. Arm 2 was disabled during the procedure. The field service engineer (fse) came and replaced the arm, and the issue did not occur again. There was a procedure delay greater than 30 minutes. Patient information was not available.

Manufacturer narrative:
Based on the claim against the product by the customer noting, 32100 error on arm 2, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported issue, however, the fse replaced distal set up joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint and completed failure analysis. Failure analysis was able to reproduce the issue. The unit was tested in the psc fixture test platform (pftp) machine, and error 32100 occurred. The complaint regarding the repeated recoverable 32100 fault was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause of this failure is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted cholecystectomy surgical procedure, a distal set up joint (suj) exhibited a persistent issue during the procedure. The distal suj was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.